Event description:
Revision surgery - the pt became unstable and needed a larger insert implanted.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. The root cause for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.